Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm/occlusion alarm anomalies noted. No unexpected low reservoir alarm anomalies noted. The insulin pump was received with minor scratched lcd window and cracked reservoir tubelip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The customer's insulin pump is in rewind but cannot get out of the rewind process. The device was returned for analysis.